Event description:
On (B)(6) 2025 the user reported receiving a persistent alert 38 (motor stall) while performing a rewind on the ilet device. The user restarted the ilet more than five times without resolution. The device was verified to be adequately charged (>50%) and free of visible obstructions. A replacement device was arranged. No adverse health effects, blood glucose impact, or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.